Event description:
Country of complaint: (B)(6). The needle became detached and remained stuck in the abdominal wall. Search under x-ray used to extract needle.

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Reported device not marketed in the us; however similar device is. Evaluation of product of this lot/batch number from stock on-going at manufacturing site.